Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information . D9 device available for evaluation - correction. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).